Manufacturer narrative:
Investigation summary: 171 representative samples with sealed packaging were returned for evaluation. Samples were subjected to visual inspection and no foreign matter (brown stain) was observed on the syringe. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign brown stains were found on the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "brown staining found in syringe."